Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead was explanted and replaced. The patient received inappropriate shock for atrial fibrillation. Insulation damage and externalised conductors were also noted on the lead. The patient was stable.

Manufacturer narrative:
The reported event of ¿lead impedance (hv) low¿ and externalized conductors were confirmed. A partial lead was returned in one piece. Externalized conductors due to internal insulation abrasion were noted at 7.9cm to 10.1cm from the distal tip breaching all the lumens in between the shock coil. The etfe coating of one right ventricular cable was abraded at this location. This is consistent with the observation from the field of low impedance. Further analysis found an internal insulation abrasion at 10.7cm to 12.6cm from the distal tip breaching the rv and inner coil lumen. The etfe cable coating was not abraded in this location. Abbott is continuing to monitor this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a device check with a potential output anomaly, an alert for low defibrillation impedance was observed on the right ventricular lead. Lead revision was discussed and the patient is currently stable.